Event description:
It was reported that the colonovideoscope had a screen blackout. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on objective lens a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be determined. Additionally, the most probable cause for the malfunction dirt on objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.